Event description:
See MDR #1036844-2012-00063 for first event with the same pt. Full resuscitation was in process when they attempted to place the second catheter via femoral access. The insertion was unsuccessful because the hospital is reporting they were unable to pass the guide wire through the needle. The hospital believes there were, "two 20g catheter/needle assembly, in the set instead of one 18g introducer needle". The pt suffered prolonged hypertension and died the following day.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.